Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Leak testing was performed according to the mentor procedure, and the result revealed a tear on the posterior view measuring approximately 0.4 cm. Mentor did not receive permission to perform destructive testing.  As a result, the analysis from the product evaluation lab was limited to non-destructive testing, and we could not conclusively determine the root cause of the rupture. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The analysis was completed based off of a photo that was provided. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a revision breast augmentation with a 225cc mentor memorygel breast implant (right) and a 250cc mentor memorygel breast implant (left) experienced postoperative bilateral rupture. Ultrasound performed on (B)(6) 2020 indicated bilateral rupture. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. The date of birth was estimated as (B)(6) based on available information. This report is for the left-sided prosthesis.